Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold resulting in a loss of capture was noted on the right ventricular (rv) lead. The patient elected to take no further action and to monitor the patient. The patient was in stable condition.